Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose level dropped to 53 mg/dl. The customer was not receiving any insulin the night before. The customer treated her blood glucose level with food. She fell that day and her blood glucose level rose to 467 mg/dl. The insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. The device was not returned.